Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a potential endoleak; however, the origin of the endoleak could not be determined. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on a follow-up communication received from the physician via the case owner, the 30 day follow-up CT showed no evidence of an endoleak, but rather compression/ narrowing of the right iliac limb stent graft. A re-intervention was performed where iliac stents were placed extending up to the secondary sealing ring of theaortic body stent graft, followed by the placement of additional iliac limbs bilaterally to maintain luminal patency. As of the date of this report, there have been no additional patient sequelae reported.